Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results. The device was returned for evaluation. And the customer's allegation was confirmed. The device evaluation also found, tear at the tip of the insertion part and leakage of ultrasound medium. It was determined, that external force was applied to the tip of the insertion device. Which caused interference between the insertion device sheath and the internal flexible shaft. Resulting in wrinkles in the insertion part. The tear at the tip of the insertion part caused the actual product to lose its sealing property. Resulting in "blood entering". A definitive cause for tear at the tip of the insertion part could not be established. A review of device history record revealed, no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasonic probe had wrinkles on the sheath of the probe. In addition, although there appeared to be no damage, blood was mixed inside the sheath. The issue was found, during reprocessing for a diagnostic ultrasound endoscopic exam. There was no patient involvement.

Event description:
It was reported the ultrasonic probe had wrinkles on the sheath of the probe. In addition, although there appeared to be no damage, blood was mixed inside the sheath. The issue was found during reprocessing for a diagnostic ultrasound endoscopic exam. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.